Manufacturer narrative:
Lens was returned stuck in sfc-25 cartridge. Cartridge was returned in device tray with clear residue. Visual inspection found no visible damage to the device, residue on lens and the lens stuck in the cartridge. A lens work order search was performed. No other similar complaint type event found. (B)(4).

Event description:
The reporter indicated that the surgeon loaded a 12.6mm micl12.6, implantable collamer lens, -11.5 diopter, and the lens ripped. There was no patient contact. The back up lens was used with no issues. The reporter stated that the cause of event was unknown.

Manufacturer narrative:
Corrected data concomitant medical products: cartridge model no.: sfc-25 and cartridge lot no.: 1380994. Claim# (B)(4).

Manufacturer narrative:
Corrected data: claim# (B)(4).